Manufacturer narrative:
(B)(6) 2010: the lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed. A 510(k) # is k053529.

Event description:
On (B)(6) 2010 the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was reading inaccurately high compared to another meter. The medical surveillance specialist (mss) spoke to the patient's wife on (B)(6) 2010 and obtained/verified the following information. The patient's wife informed the mss that the patient's testing frequency is 4 time daily (before each meal and bedtime) and manages his diabetes with novolog insulin based on his glucose readings. The wife reported the alleged issue began on the evening of (B)(6) 2010, when the patient obtained an alleged high reading of "300 mg/dl" with the subject meter and "120 mg/dl" on another meter (emergency medical service meter), performed greater than 30 minutes of each other. The reporter stated the patient took insulin (type and dose unknown) based on the meter reading of "300 mg/dl". On (B)(6) 2010 at approximately 12:25 am, the wife stated the patient was feeling disoriented, lethargic, weak, and passed out. The wife stated she tested the patient at the onset of the alleged symptoms and a result of "200 mg/dl" was obtained on the subject meter. The wife indicated she treated the patient with 4 oz of orange juice based on the symptoms, but the patient did not respond to the orange juice. So the wife stated she contacted emergency medical services (ems) for assistance. According to the wife, when the ems arrived between 12:45 am and 12:55 am on the morning of (B)(6) 2010, the patient was tested and a result of "26 mg/dl" was obtained on the ems meter, and he was immediately administered glucagon injection. Within 4-5 minutes later, the patient woke up, and the wife was advised by the ems to have the patient eat a peanut butter sandwich and drink orange juice. At the time of troubleshooting, the cca was able to verify the subject meter's unit of measure was set correctly, an approved sample site was used, and the patient's testing procedure was correct. The cca noted that the patient was using expired test strips. Replacement products were sent to the patient. This complaint is being reported because the patient's wife stated that the patient obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly became hypoglycemic requiring hcp intervention after the alleged meter issue began.